Event description:
The generator was initially explanted and returned due to battery depletion and failure to program due to battery depletion. The device underwent product analysis, and found that the device was subjected to laser routing which caused the premature current leakage, which led to the premature depletion of the generator. Generator analysis was approved and reviewed. The generator would not interrogate using a programming tablet therefore system diagnostics, final electrical test could not be performed. A visual assessment of the printed circuit board assembly (pcba) showed contaminates on the trimmed edge of the pcba. The battery was removed, and the postburn electrical test was performed. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed again, and showed that all supply current electrical test parameters were no within specification. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions, premature battery depletion and failure to program. Since this device is included in the m106 field action, the device was identified as one that was manufactured using the laser-routing process, which may have led to the premature battery depletion. The device history records were reviewed and confirmed that the device was manufactured when laser-routing was in use (trim test tab 07/10/2015). The device met all specifications for release prior to distribution. No additional relevant information has been received to date.